Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The ev1000 monitor was also submitted and the MDR number is 2015691-2016-01317.

Event description:
It was reported, that before use on a patient the ev1000 monitor would not power on. The customer noticed smoke coming out from the power supply. The power supply was broken and the customer thinks that saline solution had probably dripped down into the power supply. No patient or user injury was reported. Two devices were implicated in this event; one for the ev1000 monitor and one for the evpsb220 (power adapter).

Manufacturer narrative:
The serial/lot number of the cable was not provided and no documentation about manufacturing history could be found for this cable; therefore, review of the device history record was unable to be performed. Examination of the returned cable confirmed the customer's complaint ¿ liquid inside the ac power connector caused a short circuit. The failure of the cable was determined to be the result of user handling. There was no indication or evidence of a manufacturing defect being responsible for the issue. The cable will be scrapped and no further actions will be pursued at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.